Event description:
It was reported that during a hallux valgus correction procedure on (B)(6) 2014, a drill fractured while drilling a hole and the tip of the drill fell into the patient. The tip was removed and there was no delay in the procedure. A second drill was used to complete the procedure.

Manufacturer narrative:
Based on the review of device history records and on this investigation there are no indications that the instrument left biomet's control nonconforming. Drill bit fractured and then proceeded to split due to potentially excessive force, thus, it appears that the conditions of use caused or contributed to the instrument failure.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Initial reporter phone: (B)(6). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The following sections could not be completed with the limited information provided. Lot number - unknown. Manufacture date: unknown.

Manufacturer narrative:
The follow-up report is being filed to relay additional and corrected information that was unknown at the time of the initial medwatch.correction:there are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."